Event description:
It was reported to boston scientific that an exalt model d scope was utilized in an endoscopic retrograde cholangiopancreatography on (B)(6) 2025, for the treatment of cholelithiasis. During the procedure as the exalt model d scope was being inserted into the proximal esophagus, the physician immediately observed the presence of blood and experienced difficulty advancing the scope. The physician was unable to push the scope forward into the stomach and subsequently withdrew the scope to prevent further complications. Upon withdrawal, the physician noted a possible zenker's diverticulum in the patient and decided to halt the procedure. To evaluate the extent of injury, the physician ordered a CT scan to check for perforation. The CT scan confirmed the presence of a perforation, necessitating surgical intervention. Following the procedure, the patient was hospitalized one week for further monitoring and care.

Manufacturer narrative:
Block h6: imdrf code e0506 captures the reportable event of hemorrhage. Imdrf code e1022 captures the reportable event of esophageal perforation. Imdrf code f08 captures the reportable event of hospitalization or prolonged. Hospitalization. Imdrf code f19 captures the reportable event of surgical intervention. Correction: d4: model number. G4: premarket / 510(k). Additional: a2: age at time of event. B5: describe event or problem.

Manufacturer narrative:
Block h6: imdrf code e0506 captures the reportable event of hemorrhage. Imdrf code e1022 captures the reportable event of esophageal perforation. Imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific that an exalt model d scope was utilized in an endoscopic retrograde cholangiopancreatography on (B)(6) 2025, for the treatment of cholelithiasis. During the procedure as the exalt model d scope was being inserted into the esophagus, the physician immediately observed the presence of blood and experienced difficulty advancing the scope. The physician was unable to push the scope forward into the stomach and subsequently withdrew the scope to prevent further complications. Upon withdrawal, the physician noted a possible zenker's diverticulum in the patient and decided to halt the procedure. To evaluate the extent of injury, the physician ordered a CT scan to check for perforation. The CT scan confirmed the presence of a perforation, necessitating surgical intervention. Following the procedure, the patient was hospitalized for further monitoring and care.